Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 34 mg/dl and was asymptomatic. There was no indication that that the patient required medical intervention. The basal delivery totals in the total daily dose reportedly did not match the active program. Reportedly, there was a variation due to a cartridge change. The patient reportedly remained on insulin pump therapy; therefore, the pump is not being returned. This complaint is being reported because the patient experienced hypoglycemia allegedly due to training misuse.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing. And was delivering within the required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.